Event description:
User facility medwatch report received stating: "the patient was scheduled initially for a femoral tavr (transcatheter aortic valve replacement) procedure, but the perclose devices were not effective in the left leg, so the decision was made to move to the left carotid for access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report# mw5148986. The additional perclose device referenced in b5 is filed under a separate medwatch report number.